Event description:
It was reported that there was a loss of therapeutic effect. At the start of the patient¿s therapy, she had an 85% symptom reduction. It was unknown when the patient¿s urgency symptoms started to return. The symptoms were worse at night and she was up every 45 minutes to 2 hours. There was also a loss of bladder control and it was unknown when this started. The patient symptoms were located at the perineum. It was also noted that there was a urinary tract infection the weekend before report. There were no product issues reported. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0gvdu, implanted: (B)(6) 2014, product type: lead. (B)(4).